Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The latches were replaced. No report of patient involvement.

Event description:
The hospital reported that the system was not recognizing ventilation modes. There was no report of patient involvement.